Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4).

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4).

Event description:
Caller states during a correction study the following coaguchek s/coaguchek xs results were obtained: 5.5 inr/4.2 inr. Patients were treated based on coaguchek s results, no adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correction study the following coaguchek s/coaguchek xs results were obtained: 5.6 inr/4.3 inr. Patients were treated based on coaguchek s results, no adverse event reported. Requested return of suspect system and replacement was sent.